Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 18-may-2012, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was that the pt had some wires break yesterday and so the pt had to meet with a rep who got the pt all set back up again. Caller stated that the rep reset the wires since two more wires had snapped in half so the pt would need to have the whole thing replaced soon. Caller confirmed that they were speaking of the leads. Caller stated that the pt started with ten leads (electrodes) and that they were down to five since they were slowly breaking. Caller stated that the ins was zapping the pt due to the broken leads and that the pt was being electrocuted and it was really bad all weekend long so the rep reset the therapy to the leads that weren't broken. Pss was not understanding clearly when the issue with the leads first started. Caller noted that hcp was with parkway science in hagerstown, md.